Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer did not open during a medication issue. Drawers 9 and 10 were observed to be displayed in yellow in the populate buttons menu. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, good faith attempts were made to get the additional information. No responses received from the customer regarding the reported issue. No additional information was available.